Event description:
The implant was placed too buccal and the result was the loss of the buccal wall. When trying to remove the healing abutment, the implant was spinning and then removed.

Manufacturer narrative:
The implant was placed too buccal and the result was the loss of the buccal wall. When trying to remove the healing abutment, the implant was spinning and then removed. Review of DHR for products purchased by facility did not show any defects associated with the lot. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant system. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure.